Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 cubie pockets were failed with an error message "cubie memory error". A field service engineer (fse) reseated the row board cable upon diagnosing and tested the device in hardware test application to resolve the issue of the device. Customer also confirmed drawer was functioning properly. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie pockets in drawer 3.1 continued to fail. Multiple cubie pockets were replaced; however, the failures persisted. An error message stating ¿cubie memory error¿ was observed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.